Event description:
Fractures/cracks in single lumen polyurethane umbilical vessel catheters from covidien. Multiple instances noted over past couple of weeks in numerous infants in the nicu. Allows for air bubbles when aspirating for blood. Leaking fluid. Risk of infection due to non-intact central line system. Covidien item 92536 ((B)(4)) catheter umbilical 21umn 3.5f 38 cm.